Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; november 15th, 2019, all channels: escherichia coli (15 cfu/170 ml), klebsiella oxytoca (73 cfu/170 ml) second time; november 26th, 2019, instrument channel: coagulase-negative staphyloccocci (30 cfu/50 ml), suction channel: coagulase-negative staphyloccocci (10 cfu/50 ml), klebsiella oxytoca (14 cfu/50 ml), bacillus spp. (10 cfu/50 ml). Air/water channel: unspecified microbes (<1 cfu/50 ml), auxiliary channel: corynebacterium sp. (1 cfu/20 ml), micrococcus sp. (1 cfu/20 ml), the device had been reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (11 cfu/endoscope) the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440 (wassenburg), using peracetic acid. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.